Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was omitting the air removal step from the load sequence. Tandem technical supported educated the customer that omitting the air removal step is off label per the tandem user guide. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the tandem pump user guide instructs the user to remove any residual air from the